Event description:
According to the available information, during the insertion of a ureteric stent in a patient with a renal calculus that was causing obstructive hydronephrosis in the left kidney, the suture snagged on some calcium and broke off, leaving a piece of suture in the calix of the left kidney. This was left in situ as it would be traumatic to remove. It then became a focal point for calcification and had to be removed in a surgical left rigid/flexible uteroscopy and laser stone removal procedure in (B)(6) 2023.